Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found contamination in the cell rinse tube. The fse cleaned it and the vacuum bottle for high concentrated waste. Afterwards, qc was within specification. Instrument performance testing was acceptable. The customer has had no further issues since the service visit. The investigation determined the issue was due to the contamination identified by the fse.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for either crep2 creatinine plus ver.2 (crep2) or glucose on a cobas 8000 c 702 module. Patient 1 initial crep2 result was 810 umol/l. This result was reported outside of the laboratory where it was questioned by the doctor. On (B)(6) 2019 the sample was repeated with a result of 82 umol/l. On (B)(6) 2019 patient 2 initial crep2 result was 1047 umol/l. This result was reported outside of the laboratory where it was questioned by the doctor. On (B)(6) 2019 patient 3 initial glucose result was 40.29 (units not provided). The repeat result was 3.84. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 395187. The expiration date was not provided the glucose reagent lot number and expiration date were not provided.